Manufacturer narrative:
Concomitant medical products: juvederm vollbella with lidocaine. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, terrible reaction, whole red area, allergy, depression, and hurts the skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported having been injected with juvéderm volift with lidocaine, juvéderm volbella with lidocaine and juvéderm voluma with lidocaine. Patient was injected in the lower eyelids, lips and nasolabial grooves. It was not specified where each of the products were injected. Patient was also injected with botox to the forehead and wrinkles around the eye. Twenty days after the injection, the patient developed some hardness and the whole area became red. Patient noted a terrible reaction to their eyelids. Patient consulted with a doctor and they asked the patient if they had the flu or any problems with the molars since the bacteria could migrate. Patient noted having had a root canal and treated with antibiotics so the filling would not be infected. Patient was on antibiotics and antiallergics for 3 months and became depressed with their results. Patient also consulted with several dermatologists and none of them have seen a reaction like the patient had. Patient noted that "filling went all over the face at 2 months and the botox at 3." Since the patient had allergies to the eyes, the patient has had to put eyedrops very often and could not use make up as before due to their skin hurting from the water used to remove the make up. An ophthalmologist told the patient that their eye is allergic without any explanation. This is the same event and the same patient reported under MDR ID #3005113652-2018-01171 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-01172 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Additional information.

Event description:
Additional information: symptoms were clarified to have been in the dark circles, eyelid and cheeks. Patient had also been treated with corticoids "first by systemic way." Symptoms are ongoing.